Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that  the patient on (B)(6) 2021, stated that the device was explanted because she experienced a lot of pain. No further patient complications are anticipated or expected as a result of this event.